Manufacturer narrative:
The following information was omitted from initial MDR, MFR report # 1049092-2016-00265, submitted to the FDA on june 03, 2016: this complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he developed a aperistomal ulcer "as large as his finger tip" and a spot of blood on the wafer when removed. According to the end user, "weight gain and increased activity" in his (B)(6) make it difficult to obtain a seal for longer than 3 days. He said that he removes the wafer quickly in the shower when urine undermines it and does not ease the wafer off his skin. He noted a pencil eraser sized small skin tear about three weeks ago after removing the wafer quickly. The skin tear was under lateral edge of adhesive mass and beginning of tape collar border. He plans to see the wocn for follow up though admits he missed an earlier appointment in (B)(6) 2016.